Event description:
Related manufacturer reference number: 2017865-2022-39785. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Device was returned due to deceased patient. Final analysis did not find any anomalies.